Event description:
It was reported that the pump pocket had been loose, allowing the pump to flip. It was stated that the catheter had twisted and there was a kink in the proximal segment. Additionally, the patient had presented with increased spasticity. X-rays were taken and the pump logs were checked. The issue resolved after the pump pocket was revised and the catheter was untwisted. At the time of report, there was no patient injury. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).